Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was a black image or no image at all when images were taken. The error was resolved with reboot. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion cervical procedure. It was reported that there were black images on 2d. In the mobile view station (mvs) screen it looked like the system was taking 2d images, but the screen is black. After rebooting both the mvs and image acquisition system (ias), it started to work normally. 2d and 3d images worked and surgery were able to continue normally. During troubleshooting, the system was giving black images in 2d and image capture with viva could not be done. Viva was not able to select fluoroscopy. There was no patient impact reported and a less than one hour delay to surgery.